Event description:
It was reported that both the right ventricular lead and the atrial lead had high impedance and a possible fracture. Both leads were suspected to have fractures due to clavicular crush. The atrial lead was capped and replaced. Due to the occlusion of a vessel, a new lead could not be placed in the right ventricular and the lead was left in place. The device was reprogrammed to minimize right ventricular pacing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407645 lead, implanted: (B)(6) 2010. (B)(4).